Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only available commercially outside of the united states.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had a stored non-sustained ventricular tachycardia (nsvt) episode that was requested for review. It was also reported that the battery life estimate had decrease one year in a time period of three months. Technical services (ts) analyzed device episode data and determined that the episode was due to oversensing of the atrial activity on the right ventricular (rv) lead channel. This resulted in pacing inhibition. Device save to disk data was sent to ts for additional analysis. No adverse patient effects were reported. Currently, this ICD system remains in service. According to additional information, device save to disk data was analyzed by ts and determined that the increased power consumption was due to fast atrial rates.